Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was inserted into the patient's eye and it was removed during the same surgical procedure because it was noticed scratched. Additional information was received and it was learnt that a new lens was then implanted into the left eye of the patient, as a replacement. No incision enlargement, no vitrectomy was performed, no sutures used and no patient injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/23/2017. Device returned to manufacturer?: yes. Device evaluation: the device was returned to the manufacturing site for evaluation. There were no damages on the assembly or cartridge. The lens was received out of the delivery system. Visual inspection at 10x microscope magnification showed a viscoelastic residue and a scratch from the optic to the edge. The complaint reported was confirmed. However, due to the current controls in place and inspections, this size of scratch would be caught. This issue could be related to the handling process performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.